Manufacturer narrative:
The lead and the ICD were returned for analysis. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis of the lead demonstrated a damaged insulation at a distance of some 32 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed. In that section the insulation body and the coating of the conductor cable to the ring electrode were found damaged and the conductor cables to the rv and svc shock electrode were found fractured. These findings can be considered as the root cause for the issues as mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular - first rib entrapment. An analysis of the ICD was performed. It was found that the device was damaged due to a shock delivery into an external short circuit, consistent with the observed insulation damage of the ICD lead. The analysis of the lead and the ICD did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR -it was reported that 64 months after the implantation the lead was explanted and replaced due to possible damage. No adverse patient side effects were reported.